Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the symptoms resolved as the patient felt stimulation down their arm and chest area as they hoped.

Event description:
It was reported that the patient felt a jolt once the implantable neurostimulator (ins) was turned back on. The patient said that they had a colonoscopy (not related to the dbs system) on tuesday (B)(6) 2023 and somebody working with their doctor turned off both of their inss before that. And they must have forgotten to turn the inss back on because they suffered for a couple of days (beginning on tuesday afternoon). The patient said they started to feel better the next day, but if they did some light work, they went back to having parkinson's symptoms (aching in their legs and unstable gait). At the time, the patient didn't realize what was causing their symptoms, and they weren't sure if their symptoms were related to their dbs system or if something was going on with their parkinson's. When the patient checked their dbs system on (B)(6) 2023 they noticed one of the inss was turned off. The patient stated they turned the ins back on and felt a jolt once it was turned on. At the time of the call, the patient confirmed that both inss were turned on and their symptoms were under control. The patient asked if they needed further action, and the agent reviewed that no other action would be necessary.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.